Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation could not be adjusted. The display showed the "call your doctor" icon. The implantable neurostimulator (ins) was implanted 20 minutes prior to the event. When the manufacturer representative attempted to interrogate the ins, she saw the doctor icon with por. The issue was corrected.